Event description:
Information provided states that patient with lumbar arthrodesis underwent successful surgery. Two weeks post-op the patient fell and began experiencing pain. X-rays revealed that the top-loading body had pulled off of the pedical screw requiring a revision surgery.